Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid right coronary artery. The 10mm x 3.50mm wolverine cutting balloon ruptured on the second inflation at 12 atmospheres for 20 seconds. The procedure was completed with a different device. No patient complications were reported.